Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: calibration tightness failed. High pressure alarm during ventilation.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: calibration tightness failed. High pressure alarm during ventilation.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The ventilator alarms witn high pressure alarms during ventilation of a patient. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Logfile confirm the mentioned issues during ventilation. No technical faults (tfs) were logged. No further feed back was received. No part was replaced, correction was unknown and the exact root cause could not be confirmed.

Event description:
Hamilton medical ag received the following incident description: calibration tightness failed. High pressure alarm during ventilation.